Manufacturer narrative:
Other applicable components are: product ID: 978a128, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the mdt rep called because the patient's ins died and they went to recharge it in the clinic and on 3 of the 4 programs the pt has access to they are getting 'maximum settings reached' message and can't increase past 0.4ma and the patient is usually around 0.8ma. Rep did not know how much they recharged the ins before trying. Tss reviewed if the battery is low it may cause this and recommended charging ins more and to check impedances if this does not resolve. Rep was not with patient to troubleshoot. Rep will call clinic back. No further complications were reported at this time. On 2022-apr-18 additional information was received from a manufacturer representative (rep). The rep reported that the patient switched programs over the phone with the patient's mother. It was not resolved at this time. The reason was unknown. The patient was going to be schedule to see the physician and rep to check integrity of the lead, but this was not yet scheduled. Additional information was received on 2022-may-06 they got an alert that device was functioning at max capacity at a stim of 0.4 on all programs with the exception of program 2. Impedance was checked today, >4000 on all connections with the exception between 1 <(>&<)> 3. X-ray performed- lead has not migrated. It was stated that there is not a specific fall attributed to sudden onset of issues .impedance checked. Programmed around impedances and that the patient will be scheduled for a lead revision.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was found to have impedances on almost every connection. Will be scheduled for a lead revision. Surgery date has not yet been scheduled.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va2eek1, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the manufacturer representative. They reported, that this patient is scheduled for a lead revision on (B)(6) 2023. It will be resolved at that time.